Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed. The black power lead of the system controller was found to have a broken wire at the connector end and the insulation of the yellow and red wires was compromised. Manipulation of the power lead during testing resulted in a "power cable disconnect" alarm, "low battery hazard" alarms and interruption of pump function while tethered to the power module. The observed "power cable disconnect" and "low battery hazard" alarms during our testing would have resulted in the system controller reporting a red heart alarm and power saver mode operation, consistent with the reported event. A review of the device history records showed no deviations from mfg or qa specification that would affect device function or performance. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. The attached user facility report was received from the intermacs registry. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing "red heart" alarms with the system controller operating on power saver mode. It was suspected that there may have been a short in the power lead of the system controller. The suspect system controller was exchanged per the MFR's instructions for use and the pt remains ongoing on lvad support with not further issue reported.